Event description:
It was reported that the siderail had broken into two pieces and there were exposed sharp edges. There was no reported patient involvement and it is unknown if there were any adverse consequences to report.

Manufacturer narrative:
Exposed sharp edges on the broken siderail assembly.